Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 4364 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 4364 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of cholecystectomy, schizophrenia, hiatal hernia, bipolar affective disorder aggravated, overweight, asthma, depression, non-smoker, allergic reaction to antibiotics, penicillin allergy, parity 1, gravida ii, helicobacter pylori gastritis, hepatitis c, abnormal uterine bleeding and pelvic pain female. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 4364 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2024. The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy bilateral salpingectomy, left oophorectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n previously reported essure removal date :(B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.063 kg/sqm. [Pathology test] on 19-jun-2024: uterus (72 g), cervix and bilateral fallopian tubes and left ovary: benign endocervical polyp. Denuded endometrium with mild adenomyosis. Histologically unremarkable fallopian tubes and left ovary. Negative for malignancy. Specimen: uterus, bilateral fallopian tubes, left ovary. Pre and post operative diagnosis: pelvic pain in female: abnormal uterine bleeding gross description: received in formalin labeled with patient name and "uterus, bilateral fallopian tubes, left ovary ¿consists of a uterus and cervix (7.7 x 5.5 x 3.8 cm, 72 grams) with attached left adnexa and attached right fimbriated fallopian tube [ultrasound scan] on 13-jun-2024: uterus measuring normal 8.38 x 4.71 x 4.15 cm. Endometrial lining 1.0 cm. Bl ovaries normal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-jul-2025: medical record received : reporter, medical history, f code, lab data including surgical pathology report added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.